Event description:
During an installation in the ward of the customer, when reconfiguring the equipment labels in the monitor, the field service engineer (fse) discovered a speaker malfunction with no sound coming from the speaker, not even upon boot-up. No patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
During an installation in the ward of the customer, when reconfiguring the equipment labels in the monitor, the field service engineer (fse) discovered a speaker malfunction with no sound coming from the speaker, not even upon boot-up. There was no allegation of an adverse event or any patient or user harm.